Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported insulin pump had failed battery tests, cosmetic damage, motor error alarms, and keypad anomaly. The customer's blood glucose at the time of the incident is unknown. Troubleshooting was not completed. The pump will not be returned for analysis.